Event description:
The patient went to the clinic last week because of problems with leg pain and neuropathy. The patient thought this was due to his diabetes, but the health care provider (hcp) at the clinic told him it¿s not all because of diabetes and that he has ¿a new bulge coming up behind the hardware¿ in his spin which is pressing on a nerve. It was clarified that the ¿hardware¿ was not referring to the patient¿s device system, it is hardware he had in his spine prior to device implant. The patient got an injection which helped, but the hcp recommended using the device system in conjunction and having the device system reprogrammed to help his leg pain. Symptoms have gotten progressively worse, in particular around the first of the year. The patient has not recharged his ins in approximately 2 months because ¿it quit working before¿ about 6-8 months after implant ¿it shifted¿ and instead of going down the right leg like it was supposed to it was going down both legs and lower extremities. The patient only used therapy when he really needed it. A communication problem was reported. The reposition antenna screen was seen. The patient tried repositioning the antenna several times over several hours. It was suspected that the ins was overdischarged. The patient currently did not have a managing hcp. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received 5 months later reported that the stimulation was still in the wrong location. His device had ¿not been working the greatest¿ and that his issues started over a year ago, gradually. Stimulation was supposed to be in the right leg, but it was running down both legs. The implanting physician told the patient that he had a hard time placing the leads. It was noted that the patient currently had no managing physician. It was noted that the patient wanted to use an ¿icy/hot¿ transcutaneous electrical nerve stimulation (tens) unit. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.